Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited diagnostic issue with the p-waves discriminator which triggered false episodes of atrial fibrillation. No programming changes were made, and the patient was stable.